Event description:
The facility's biomedical engineering dept reported an infusion pump that "turns on and off on its own". The reported event occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury has been reported. No additional contact info was available.